Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor was not have electrode. The customer's blood glucose was unknown. It was stated that they lost 1 sensor. The transmitter was not blink on sensor. Tried to restart sensor, this failed, again no blinking. With taking out the sensor was not have a electrode. The sensor will be returned for analysis.